Event description:
Began to have trouble walking in the last few months and now cannot walk at all [abasia]. Numbness feet, legs and hands [hypoaesthesia]. Zinc levels elevated [blood zinc increased]. Copper levels destroyed [copper deficiency]. Have no use of hands [motor dysfunction]. Toxic level of zinc in body [metal poisoning]. Used fixodent twice a day [device misuse]. Case description: a consumer reported that they, a female age (B)(6), used fixodent denture adhesive, original cream 1 applic, 2 /day and for the past 46 years and also fixodent denture adhesive, version unk powder and reported the following: began to have trouble walking in the last few months and now cannot walk at all, numbness feet, legs and hands, and she has no use of her hands. She visited a physician, stated her zinc levels were elevated, she had a toxic levels of zinc, and her copper levels were destroyed. Treatment: vitamins, supplements, with and tube feedings. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.